Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined and was not due to the software issue referenced in the correction.

Manufacturer narrative:
FDA recall number: z-1493-2019.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in a subsequent submission.

Event description:
During a pulmonary vein isolation ablation procedure, while in left atrium with a tacticath se, suddenly the contact force data disappeared. The contact force cable was removed from and reconnected with the tactisys several times, but no contact force data was submitted to the precision dws. Despite the issue, all of the other catheters and ablation data was submitted correctly. The tactisys was turned off and on again and then the contact force data displayed and was submitted to the precision dws correctly. The procedure was continued with no adverse consequences to the patient. Even though no adverse event occurred, this device malfunction may result in the patient experiencing harms associated with a clinically significant delay or cancelled procedure. When the contact force measurement is intermittently displayed, it is accurate. There is a rare potential for perforation or la-e fistula if the purple contact force or notification that "contact force data is not synchronized" is not noticed, and the inaccurate force readings are acted upon.